Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.010.523, lot # 8718718, release to warehouse date: 17 jan 2014, supplier: (B)(4), manufacturer: bettlach. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 8718718) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes . Dimensional inspection: drawing: (driving cap) (dimensional tolerances). Measured dimensions: groove ø = conforming shaft ø = conforming. Document/specification review: connector for insertion handle: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 8718718). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, sterile processing found a tibial nail insertion handle and driving cap broken in a tray. There was no patient involvement. This report is for a driving cap/threaded. This is report 2 of 2 for (B)(4).